Event description:
(B)(4). After receiving my implanted device I had a heavy menstrual period for 2 months straight. My doctor assured me it was my body getting used to the implants. I since then have daily joint pain and muscle spasms. I started having daily migraines so I went to my dr. Who prescribed migraine medicine however, I still have them and my migraine medicine does not touch the pain. Andamp; months into having this procedure I still have no relief from the pain and I have irregular heavy menstrual cycles which I never had before.